Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the healthcare professional complained that a t-wave oversensing (twos) episode was not labeled with t-wave markers and mentioned it would be useful if the algorithm told you it saw the t-wave and was going to withhold therapy if detection was reached. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.